Event description:
The user facility reported an impella cp was implanted in a 66-year-old male patient for mechanical circulatory support. The patient had frequent ectopy and progressed to supraventricular tachycardia (svt). The impella cp was explanted and the blood pressure improved with fluids.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation, ventricular tachycardia issue has been completed. The impella device was not received from the customer. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular fibrillation, ventricular tachycardia was not determined. This report is being filed as part of a retrospective review of historical records.